Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros mas quality control fluids and a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lots 1019-0263-9102 and 1019-0263-2408 on a vitros 5600 integrated system. Vitros amon lot 1019-0263-9102: mas alcohol/ammonia control lot 2409 level 1 vitros amon results of 162.8 and 94.9 umol/l versus an expected result of 25.8 umol/l mas alcohol/ammonia control lot 2409 level 2 vitros amon results of 42.7, 21.6, 22.0, 41.4, 52.8, 210.8, 263.4, 238.2, 191.4, 237.5, 182.8, 242.0, 227.1, 244.0, 179.0, 302.3, 350.2, 399.9, 286.9 and 268.3 umol/l versus an expected result of 149.1 umol/l vitros lpv ii lot a9742 results of 114.5, 294.1, 144.2, 244.8, 129.9, 412.1 and 304.0 umol/l vs an expected result of 200.9 umol/l vitros amon lot 1019-0263-2408: vitros lpv ii lot a9742 results of 243.3, 145.6, 258.8, 149.8, 124.6, 131.6, 247.9, 112.9, 139.7, 263.6, 151.2, 134.1, 148.2 and 131.6 umol/l vs an expected result of 200.9 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros amon results were obtained when processing control fluids. The customer was not processing amon patient samples on the vitros analyzer since qc was unacceptable. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros mas quality control fluids and a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lots 1019-0263-9102 and 1019-0263-2408 on a vitros 5600 integrated system. The assignable cause of the event is an instrument issue related to microslide incubator contamination. Calibrations and quality control results from two different vitros amon reagent lots were not within expectations. Additionally, the results of a vitros amon within run precision test were not within ortho acceptable guidelines. An ortho field engineer performed maintenance actions on the vitros 5600 integrated system which included performing the microslide incubator decontamination procedure and replacing the evaporation caps. Following completed maintenance actions, the results of a post maintenance vitros amon within run precision test were acceptable indicating that the performance of the vitros 5600 system in combination with vitros amon was performing as expected.